Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow-up MDR will be submitted.

Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2007, the pt was implanted with a bard/davol "mesh flat sheet" during an unspecified pelvic procedure. The atty's report alleges pain, injury, "pain and suffering," disability, defective mesh.